Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26 mm transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. A 29 mm transcatheter valve was subsequently implanted. It was reported that the patient's anatomy was borderline, and the 26 mm valve was not large enough for the anatomy, resulting in the moderate pvl. No additional adverse patient effects were reported.